Manufacturer narrative:
Sample has been returned to manufacturer, but the results of the investigation are not available at the time of this report.

Event description:
The event is reported as: mouthpiece of the device was found damaged at inspection. No pt injury or intervention reported.